Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. The pump was also received with moisture damage on the motor and battery tube assembly. They were unable to verify the no button response and unexpected restart alarm due to the blank display. The pump was received with a scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had an unexpected restart alarm on the insulin pump. Customer stated that no button was working and he is not home, so he does not have a back-up plan. Customer will go home to get his replacement pump. Customer will be sent a loaner pump. Customer stated that there is fluid under the lcd display and the pump was splashed with water. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan.